Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched.

Event description:
It was reported that during an attempted implant, after introducing the right ventricular (rv) lead and passing the lead from the right atrium to the right ventricle, the physician stated that it felt like the lead got stuck. Upon checking the fluoroscopy, it seemed that there was a gap between the radiopaque marks, as if the helix was not extended. The rv lead was moved back and it was noted that the lead was indeed extended, but also looked as if it had been stretched. The physician opted to remove the rv lead and implanted a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.